Event description:
It was reported that during a rotational atherectomy procedure, a burr damaged a stent and a pt death occurred. The lesion was located in the right coronary artery. The rotablator burr 1.75mm damaged another MFR's stent during the introduction of the burr into the stent. The pt was transferred to another hospital to have bypass surgery. The pt died the next day. Further info is not available. The cause of death is unk.

Manufacturer narrative:
It is indicated that the product will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.